Event description:
Additional information received indicated that the patient's symptom had resolved a few days after leads were explanted.

Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted with two drg trial leads of the same lot. It was reported that patient was experiencing headaches following the implant of two drg trial leads. It was noted that the physician feels symptom was a result of trial lead placement at the l4 and l5 levels respectively, however csf (cerebrospinal fluid) leak was not confirmed. Both trial leads were removed. It is unknown if symptom has resolved yet as no further information has been obtained.